Manufacturer narrative:
This report is for the plate used to fixate the cranioplasty implant. Pictures show the cranioplasty implant is visible through the separation of the patient's tissue. Because the lot number is unknown, the device history records could not be pulled and reviewed. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report two of three for the same event; report one and three are reported on MFR #0001032347-2017-00490 and 0001032347-2017-00492. The manufacturer of the cranioplasty implants medwatch number is 3009582362-2017-00004. The distributor advised that there are still a few plates and screws attached to the implant which has been returned in bio-hazardous condition.

Event description:
It is reported a revision was performed due to exposure of the cranioplasty implant through the tissue. The original surgery occurred on (B)(6) 2016 where the surgeon had concerns about the fit of the cranioplasty implant. The surgeon contoured the implant to sit as flush as possible to the patient. Subsequently the skin started to separate/ tear apart and two to three millimeters of the implant was visible through the separation of the tissue. The implants were removed on (B)(6) 2017.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was returned for the complaint that it was exposed through the tissue some time after the surgery. The product identity could not be confirmed as the product was returned in a non-translucent bio-hazardous bag. As the product was returned in a biohazard bag, the part numbers and quantities of plates and screws that were returned could not be confirmed. Additionally, as the reported reason for the revision was unrelated to the plates and screws used to fixate the cranioplasty implant, no further investigation is required for these parts. The design vendor of the cranioplasty implant conducted an investigation into the design of this case, stated ¿the original design for this particular case was revised per the surgeons request to remove 4 mm across the right orbit area, but there was no request to revise the thickness of the onlay. The designer responsible for this particular design stated that the surgeon¿s goal with this implant was to mimic the missing temporalis muscle. Soft tissue is not reviewed in the htr-pmi design process and there was no bone removal for this onlay-fit implant.¿ the device history record was reviewed for the cranioplasty implant and no non-conformances were identified. Review of the complaint history determined that no further action is required as no were trends identified. Investigation results concluded that the most likely cause of the dehiscence is patients condition and/or surgeon preference on implant size. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports 0001032347-2017-00490-1 and 0001032347-2017-00492-1.